Event description:
Bayer case number: (B)(4). Felt that it burned skin/burned skin [thermal burn] felt itchiness [itching] uncomfortable with the burned skin [discomfort] couldn't sleep [sleeplessness] drowsy [drowsiness]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of thermal burn ("felt that it burned skin/burned skin") in a 22-year-old female patient who received midol heat vibes medicated plaster (lot no. Bu25021) for pain. Additional non-serious events are detailed below. Medical conditions: customer doesn't have a medical history. The only concomitant product mentioned was midol complete formula caplets (paracetamol + caffeine + pyrilamine maleate) for pain since (B)(6) 2025. On (B)(6) 2026 the patient received midol heat vibes (topical) at an unspecified dose and frequency. On (B)(6) 2026, the day of midol heat vibes initiation, she experienced thermal burn (seriousness criterion medically important), pruritus ("felt itchiness"), discomfort ("uncomfortable with the burned skin"), insomnia ("couldn't sleep") and somnolence ("drowsy"). Midol heat vibes was withdrawn. At the time of the report, none of the events had resolved. The reporter considered discomfort, pruritus and thermal burn to be related to midol heat vibes administration. No causality assessment was received for midol heat vibes with regard to insomnia or somnolence. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) felt that it burned skin/burned skin [thermal burn] , the affected area, located on the lower part of her abdomen, later became infected [wound infection] , felt itchiness [itching] , uncomfortable with the burned skin [discomfort] , couldn't sleep [sleeplessness], drowsy [drowsiness] , one of the patches didn't work at all, I follow the procedure and even shook it but it didn't got warm at all. [Device temperature issue] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of thermal burn ("felt that it burned skin/burned skin") and wound infection ("the affected area, located on the lower part of her abdomen, later became infected") in a 22 year-old female patient who received midol heat vibes medicated plaster (lot no. Bu25021) for pain. Additional non-serious events are detailed below. An additional suspect product was midol complete formula caplets for pain. Product or product use issues identified: device temperature issue ("one of the patches didn't work at all, I follow the procedure and even shook it but it didn't got warm at all."). Medical conditions: customer doesn't have a medical history. On (B)(6) 2025 the patient started midol complete formula caplets (oral) 2 df daily over 1 day. On (B)(6) 2026 the patient received midol heat vibes (topical) at an unspecified dose and frequency. On (B)(6) 2026, the day of midol heat vibes initiation, she experienced thermal burn (seriousness criterion medically important), pruritus ("felt itchiness"), discomfort ("uncomfortable with the burned skin"), insomnia ("couldn't sleep") and somnolence ("drowsy"). On an unknown date she experienced wound infection (seriousness criterion hospitalisation). The patient was treated with antibiotics (unknown). Midol heat vibes was withdrawn. At the time of the report, the thermal burn, pruritus, discomfort, insomnia and somnolence had not resolved. The reporter considered discomfort, pruritus and thermal burn to be related to midol heat vibes administration. No causality assessment was received for midol heat vibes with regard to insomnia, somnolence or wound infection nor for midol complete formula caplets with regard to thermal burn, insomnia, discomfort, pruritus, somnolence or wound infection. The reporter commented: she stated that two to three days after speaking with us, she began experiencing significant irritation and itching. The affected area, located on the lower part of her abdomen, later became infected, and she required hospital care. She experienced burning, itching, and irritation for over a week before the infection developed. Also, she was concerned there is no warning related with using the patches and the caplets at the same time because it may cause drowsiness as she experienced. Quality-safety evaluation of ptc: for midol heat vibes: based on technical investigation, the review of the batch record indicates there were no reported incidents or deviations that would lead to the reported defect. In-process testing was performed and was within specifications. The batch met the pre-determined acceptance criteria for release of the product to the market. Retain sample was visually inspected and no anomalies were found. A thorough review of the batch record and certificate of analysis (coa) for batch no. Bu2502 I confirmed that the product met all quality specifications indicating no production or quality-related issues. However, the complaint lacks critical information necessary for a comprehensive assessment, such as the exact method of patch application, the type of clothing it was attached to, and whether the patch was exposed to the external environment after application. It is important to note that the perception of heat can vary significantly from person to person, depending on actors such as patch placement, skin condition, level of physical activity, and clothing type. Due to the lack of supporting evidence and missing usage details, a definitive conclusion regarding the cause of the complaint cannot be determined. This is the first complaint for the batch related with the reported defect. No trend has been identified. Qa continues to monitor this product and defect type as part of the complaint monitoring program. No complaint sample was received for investigation by responsible quality unit (rqu). Based on the available information, no product quality defect was confirmed. Therefore, there is no reason to suspect a causal relationship between the reported events and a quality defect. The reported events are not indicative of a quality deficit per se. This complaint is subject to routine signaling, trending according to established procedures. Any need for a corrective and/or preventive action is determined in response to the respective signal. The most recent follow-up information incorporated above includes data received on: 02-mar-2026: quality-safety evaluation of product technical complaint was received. Event "device temperature issue" was added. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(6). Felt that it burned skin/burned skin [thermal burn]. The affected area, located on the lower part of her abdomen, later became infected [wound infection]. Felt itchiness [itching]. Uncomfortable with the burned skin [discomfort]. Couldn't sleep [sleeplessness]. Drowsy [drowsiness]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of thermal burn ("felt that it burned skin/burned skin") and wound infection ("the affected area, located on the lower part of her abdomen, later became infected") in a 22 year-old female patient who received midol heat vibes medicated plaster (lot no. Bu25021) for pain. Additional non-serious events are detailed below. An additional suspect product was midol complete formula caplets for pain. Medical conditions: customer doesn't have a medical history. On (B)(6) 2025 the patient started midol complete formula caplets (oral) at an unspecified dose and frequency over 1 day. On (B)(6) 2026 the patient received midol heat vibes (topical) at an unspecified dose and frequency. On (B)(6) 2026, the day of midol heat vibes initiation, she experienced thermal burn (seriousness criterion medically important), pruritus ("felt itchiness"), discomfort ("uncomfortable with the burned skin"), insomnia ("couldn't sleep") and somnolence ("drowsy"). On an unknown date she experienced wound infection (seriousness criterion hospitalisation). The patient was treated with antibiotics (unknown). Midol heat vibes was withdrawn. At the time of the report, the thermal burn, pruritus, discomfort, insomnia and somnolence had not resolved. The reporter considered discomfort, pruritus and thermal burn to be related to midol heat vibes administration. No causality assessment was received for midol heat vibes with regard to insomnia, somnolence or wound infection nor for midol complete formula caplets with regard to thermal burn, insomnia, discomfort, pruritus, somnolence or wound infection. The reporter commented: she stated that two to three days after speaking with us, she began experiencing significant irritation and itching. The affected area, located on the lower part of her abdomen, later became infected, and she required hospital care. She experienced burning, itching, and irritation for over a week before the infection developed. Also, she was concerned there is no warning related with using the patches and the caplets at the same time because it may cause drowsiness as she experienced. The most recent follow-up information incorporated above includes data received on: (B)(6) 2026: event "wound infection" was added, additional suspect product and reporter comment added, treatment updated. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.